Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. H6: investigation summary: customer returned (4) loose 3/10cc syringes. Customer states that when the shield was removed, the needle stayed in the shield. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. Customer states that they found it hard to remove the shield. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pulls root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Capa1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. This was reportedly found at least once each in lot 0132200 and an unspecified lot. This complaint was created to capture the 11th of 15 related incidents. The following information was provided by the initial reporter: "consumer reported found several in both boxes hard to remove shield when removed needle hub stays in shield".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0132200, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-11. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. This was reportedly found at least once each in lot 0132200 and an unspecified lot. This complaint was created to capture the 11th of 15 related incidents. The following information was provided by the initial reporter: "consumer reported found several in both boxes hard to remove shield when removed needle hub stays in shield".